Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 430-10 competitor implantable pacing lead - (B)(6) 1998. (B)(4).

Event description:
It was reported that the atrial lead exhibited a loss of capture at maximum outputs, as well as a loss of sensing and an apparent fracture. The atrial lead had been programmed off, resulting in the patient experiencing intermittent pacemaker syndrome for some time. The lead was capped and replaced, and it was noted during the procedure that the lead exhibited insulation damage. Following the replacement procedure, the patient experienced a cardiac tamponade, resulting in an emergency pericardiocentesis and further hospitalization. No further patient complications have been reported as a result of this event.